Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the duodenovideoscope had foreign material exiting from the channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the "something inside the suction channel is obstructing the cleaning brush" however it is not reportable. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.